Manufacturer narrative:
The customer¿s report of a leak was not confirmed. The sets were visually inspected and no anomalies or damage were observed. Functional and pressure testing resulted in the liquid flowing normally with no leaks observed. The root cause was not identified.

Event description:
The customer reported a leak on the secondary tubing while infusing gemcitabine hcl 1620mg at 585.212ml/hr over 30 minutes; specific location of the leak was not identified. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: baxter 250ml bag of 0.9% nacl injection ndc (B)(4), lot y203588, exp dec 2017; baxter 250ml bag of 0.9% nacl injection ndc (B)(4), lot y207357, exp feb 2018, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was a leak on the secondary tubing at the location where the IV tubing and the first connection are bonded. There was no report of patient harm.